Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad 100nx confirmed that there were no issues noted. The service and complaint history for the sterrad 100nx did not reveal a trend for damage to customer device. Trending analysis for damage to customer device issues associated to the sterrad nx did not indicate a significant trend. The shuma (system hazard and user misuse analysis) was reviewed and the risk was determined acceptable ("broadly acceptable risk").

Event description:
The customer reported that an olympus ent flexible scope was damaged after a flexible cycle in the sterrad 100nx sterilizer. The damage was described as rupture of the distal tip of the scope. The customer stated an eto cap was not placed on the scope during processing. The probe was packaged in an aptimax tray with kim guard wrap prior to processing. The device was positioned in the center of the chamber not touching the sides. The age of the olympus ent flexible scope is unknown. The customer was informed by the device manufacturer that the olympus ent flexible scope requires an eto vent cap during processing in the sterrad 100nx. There was no injury reported due to this event.

Manufacturer narrative:
Concomitant device - olympus ent flexible scope - part and serial numbers unknown. The sterrad 100nx user's guide warns: know what you can process: before processing any item in the sterrad 100nx sterilizer; make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information. The device manufacturer informed the customer that the olympus ent flexible scope is approved for processing in the sterrad 100nx, but requires an eto vent cap while processing.